Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had a leak. Due to repeated issues the patient was bronched to visualize the airway. ¿no traumatic tracheal protrusion identified¿ noted on the bronchi recorded. After 2-3hrs and post-patient turn, cuff leak present again and unresolved with patient re-positioning, cuff reinflation, adding cc's of air to cuff, resulting in a secondary trach change.